Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28 lot# va0n11v, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their first implant was completely removed because it hurt too much in the vagina. The patient was unable to provide more information about the event. The patient stated that the sudden change in therapy/symptoms had been sudden as of the date of implant (B)(6) 2014. The patient stated that the entire system was removed and the patient had recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.